Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that six month post dialysis catheter implant, the white sheath at the catheter lumen junction allegedly broke down. It was further reported that the catheter was replaced. There was no reported patient injury.

Event description:
It was reported that six month post dialysis catheter implant, the white sheath at the catheter lumen junction allegedly broke down. It was further reported that the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported fracture issue, as a longitudinal split was noted on the red luer extension leg. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.